Event description:
Pump set to deliver 8 cc/hr with 250cc's volume to be delivered. Pump alarmed-no flow above heparin bag completely empty with volume 179cc's to be infused indicated on pump. Not report of sequel of adverse event regarding pt to this dept.